Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to a cardiac arrest. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right atrial (ra) and right ventricular (rv) lead displayed diminished sensing. Approximately six days later another remote transmission was sent in from the hospital which the ra lead displayed rising threshold and the rv lead displayed possible loss of capture and appeared to have asystole events while on telemetry. Follow up was conducted and it was discovered that the patient had passed away. The provided cause of death was listed as anoxic brain injury, pulseless electrical activity (pea), cardiac arrest, and pulmonary embolism.